Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death. Article: conway cr, chibnall jt, & tait rc, vagus nerve stimulation for depression: a case of a broken lead, depression relapse, revision surgery, and restoration of pt response. Brain stimulation 2008; 1, 227-8.

Event description:
Rptr indicated, via literature "vagus nerve stimulation for depression: a case of a broken lead, depression relapse, revision surgery, and restoration of pt response," that a vns therapy pt presented with high lead impedance. The pt later began to experience an increase in depression. The pt's pre-vns baseline is unk. The pt underwent replacement surgery, and the depression improved. According to literature, "a lead coil break was found approx 3 cm past the electrode bifurcation." Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).